Manufacturer narrative:
The manufacturer was contacted in reference to ds2adv auto CPAP devices. The patient has alleged to burning sensation to nostrils, sneezing, dry throat, cough, congestion, chest pain and have thick mucus in her throat. The patient is taking blood pressure medicine which may have elevated the blood pressure, the patient stated that she has been admitted into the hospital due to high blood which is correlated from the device. Medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. (Device) problem code grid have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to burning sensation to nostrils, sneezing, dry throat, cough, congestion, chest pain and have thick mucus in her throat. The patient is taking blood pressure medicine which may have elevated the blood pressure, the patient stated that she has been admitted into the hospital due to high blood which is correlated from the device. Medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP devices. The patient has alleged to burning sensation to nostrils, sneezing, dry throat, cough, congestion, chest pain and have thick mucus in her throat. The patient is taking blood pressure medicine which may have elevated the blood pressure, the patient stated that she has been admitted into the hospital due to high blood which is correlated from the device. Medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices due to a ds2adv auto CPAP. The corrected report is filed and updated, "the manufacturer was contacted in reference to ds2adv auto CPAP devices. The patient has alleged to burning sensation to nostrils, sneezing, dry throat, cough, congestion, chest pain and have thick mucus in her throat. The patient is taking blood pressure medicine which may have elevated the blood pressure, the patient stated that she has been admitted into the hospital due to high blood which is correlated from the device. Medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." Previously, the reported complaint was filed as adverse event, but in the updated report the complaint is filed as product problem. Health impact grid has been updated in this report.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found liquid spot, mineral deposit, hairlike particles, dust-like contamination in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.